Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a "no power" issue with the pump. The patient reportedly experienced a blood glucose (bg) value of 26.9 mmol/l with moderate ketones with symptoms of nausea. There was no indication of damage to the pump. Animas customer technical support reviewed the pump with the patient. The pump alarm history reportedly revealed a "replace battery" alarm which led to the power loss/reboot issue. It was noted after animas customer technical support (cts), advised the patient to replace the battery using a new pack, the pump powered on with no issues. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error was a contributing factor to the reported issue for the known causes above. There was no indication of a pump malfunction or that the pump caused or contributed to the reported event. The pump is not being returned and the patient reportedly remained on insulin pump therapy.